Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received pump error 130 alarm (this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement). Blood glucose value at the time of event was 400 mg/dl. The event involved product(s) mmt-7040a, mmt-213a, mmt-1884, mmt-332a. Troubleshooting was not performed for hyperglycemic event. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for pump error alarm. Customer was able to clear the alarm, rewind the pump and displacement test was passed. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-213a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received pump error 130 during rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, and self tests or verify power loss alarm due to the pump error 130. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple 130 alarm on (B)(6) 2025 15:02:06.000, (B)(6) 2025 15:12:00.000, (B)(6) 2025 15:23:00.000, (B)(6) 2025 15:23:08.000. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube). Pump error 130 during rewind and in the pump history confirmed due to a jammed gearbox. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.